Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.

Manufacturer narrative:
For the investigation the logfile was analysed. The described ventilation stop could be confirmed. Root cause was a detected breathing system failure. The atlan reports a "breathing system failure" when the breathing system is not correctly mounted, installed, or functional. For the current case possibly a leakage evolved and caused the problem. Depending on the type and severity of the issue, automatic ventilation may continue, or the atlan will stop the automatic ventilation. In this case, the device triggered a "breathing system failure" alarm during the operation, and ventilation was stopped. The user switched to manual mode to continue ventilation. The problem disappeared after the next system test and no parts were replaced on site, no technical malfunction was found during logfile analysis. It was not possible to determine the exact root cause.

Manufacturer narrative:
The investigation was just started. The result will be forwarded when the investigation was closed.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.